Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient has been being treated for chronic infection in gj. Came for further treatment. I&d with poly exchange scheduled. Tibia was loose upon infra operative evaluation ( sigma mbt w a sleeve and press fit stem - not product numbers or lot numbers). The tibia disengaged from the sleeve but the sleeve did not move. It was decided to clean up the exposed tibia instu and reinsert it with cement on the undersurface. This was due to the poor health and age of the patient. Serial I&ds may be performed. Unknown date or location of insertion of the components. The tray came loose when the surgeon impacted it from the front edge. Cement remained on both the implant and on the bone. The sleeve did not move at all. Doi: (B)(6) 2021; dor: (B)(6) 2021; right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.